Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that an av node ablation was performed immediately after the device implant procedure. After the ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) started oversensing noise on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient did not experience greater than two seconds of asystole. The physician elected to re-open the pocket and explant/replace the rv lead. The new rv lead was connected to the existing device and the noise continued to be oversensed, resulting in pacing inhibition. The crt-d was also explanted and replaced, which resolved the issue. No additional adverse patient effects were reported.

Event description:
It was reported that an av node ablation was performed immediately after the device implant procedure. After the ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) started oversensing noise on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient did not experience greater than two seconds of asystole. The physician elected to re-open the pocket and explant/replace the rv lead. The new rv lead was connected to the existing device and the noise continued to be oversensed, resulting in pacing inhibition. The crt-d was also explanted and replaced, which resolved the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of oversensing, brady pacing not delivered when required or noise.